Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. Review of the device data log noted a "cassette not attached properly" alarm was displayed. Functional testing included use testing. The pump was powered on and the device alarmed "cassette not attached properly". It was found that there was a malfunction with the downstream occlusion sensor and it was unable to be calibrated. The downstream occlusion sensor were replaced. Based on the evidence, the complaint was confirmed. The root cause was determined to be the downstream occlusion sensor.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited an alarm for cassette not attached. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.